Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display and history anomaly from the insulin pump. The customer's blood glucose was 195 mg/dl. The customer stated that he was worried about the pump recording information from his bolus wizard. The customer was advised to insert a new aaa alkaline battery to the insulin pump. The customer was advised to revert to a backup plan and treat per health care provider's instructions. The customer was not able to troubleshoot because he did not have a new battery to test. The customer will be sent a replacement battery cap.